Manufacturer narrative:
Correction: h6 codes for type of investigation and investigation findings.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed post -paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. There were no patient consequences.